Event description:
The report is from the study. The patient was a male, with a history of hyperlipidemia, diabetes, coronary artery disease, myocardial infarction, and hypertension. The target lesion was the ostium of the left internal carotid artery. Pre-procedure stenosis was 99%. Lesion length was 8mm and 6mm in diameter. The lesion was pre-dilated. A precise pro rx 9 x 30mm stent was implanted at the target lesion. An angioguard rx, size 6 basket, was successfully deployed and retrieved during the procedure. The patient had a sudden onset ischemic stroke post stent deployment. The patient had behaviorial changes, aphasia, and dysarthria. All symptoms fully resolved within 72 hours. The stroke was only treated with plavix and aspirin. The patient was discharged 2 days post-procedure.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 1016427-2009-00239. There was no sterile lot # available for the angioguard therefore, a review of the manufacturing route sheets could not be conducted. A review of the manufacturing documentation associated with this precise stent lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information suggests that lesion, vessel and procedural factors may have contributed to the reported event.